Manufacturer narrative:
Initial and final MDR 1913809 - MDR 3003442380-2024-14728- device 3 of 7.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 14-march-2024, it was reported by the patient that seven infusion set tubing was leaking at the cannula housing/site due to which hyperglycemia occurs within one day of use. High blood glucose level was 200 mg/dl. Event occurred on 05-03-2024, 04-04-2024, 03-05-2024, 15-05-2024, 23-05-2024, and 29-05-2024. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.